Manufacturer narrative:
The customer reported that the central nurses station (cns) abruptly shut down. Upon start up, patient monitoring resumed normally with vitals displaying as they should, however, the device had a fan error message. Customer was instructed to clean the fan as the error message is caused by the fan having dust or dirt build up. A follow up with the customer was made, currently there have been no new issues with the cns. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurses station (cns) abruptly shut down.